Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient experienced vomiting, headache and difficulty breathing, and was brought to the emergency room by their parents around 11:00am. When a fingerstick was taken, the cgm was reading 40 mg/dl, and the blood glucose reading was 450 mg/dl. No self-treatment was reported to have been taken based on the low cgm reading. The patient was treated with intravenous insulin and fluids and was discharged on (B)(6) 2024. Although the patient was discharged the following day, the length of stay (less than or more than 24 hours) at the hospital is unknown. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.